Manufacturer narrative:
Additional information: the product identification information has been received. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number: (B)(4). Two additional complaints were identified in the complaint database for serial/lot number: (B)(4). The first complaint was for a superficial blistering at the lower corners of the mouth which was assessed as a non-serious injury by the medical reviewer. The treatment tip was not returned for evaluation. Based on review of the system data logs, the system and handpiece functioned as expected. The second complaint is reportable event (B)(4) MDR 3011423170-2019-00005 for red bumps and blisters experienced during thermage treatment. Based on the available information, patient burns and blisters were most likely caused by damage on the tip membrane along the rf trace. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It is unclear what error/event occurred that caused the customer to change the treatment tip half way through the treatment. No products were returned for evaluation. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. Should the treatment tip or data logs be provided for evaluation, further investigation will follow.

Manufacturer narrative:
The treatment tip is not available for evaluation. The data card has been returned for evaluation. The data log shows underforce and efficiency errors, as well as errors involving button release during rf. Errors indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the system and handpiece performed as expected. Data shows user technique errors. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the datacard, the system and handpiece performed as expected. The data shows user technique errors. The customer reported they did not notice anything out of the ordinary during treatment. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
The product is not available for evaluation. No product identification information has been received. The investigation is ongoing.

Event description:
The patient reported that during a thermage treatment performed (B)(6) 2018, she observed blisters and partial treatment results on the right side of her face and neck. The patient reported that there was an event with the tip halfway through the treatment that led the provider to switch to a different tip. During the second half of the treatment, the patient felt sharp pain and developed blisters. The area was treated with ice. The patient reported that during the first half of the treatment worked but the second half has not been effective, leaving a laxed look on this half of her face. The following information from the provider has been received. The problem occurred at 600-1200 repetitions with an energy level of 4.0. The provider reported that no system errors occurred and nothing out of the ordinary was observed during the treatment. The treatment tip was inspected prior to use but not during the treatment. The patient has since recovered and there will be no permanent damage or scarring.